Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic pulmonary segmentectomy when trying to staple the tissue, the load of the device did not fire. Another device was used to resolve the issue. No patient harm.